Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that following a coronary artery drug eluting stenting treatment procedure, stent thrombosis occurred. The patient sustained a non-st segment elevation myocardial infarction (nstemi) less than 72 hours prior to the procedure. The 95% stenosed, 10mm in length, target lesion was in the proximal obtuse marginal (om) artery. In attempting to predilate the lesion with a 2x15mm maverick balloon, the physician encountered difficulty advancing the balloon, but was eventually successful. A 2.25x16mm taxus express2 drug eluting stent was implanted in the target lesion. There were no complications reported. Three years and 2 months later, the patient presented for a sigmoid colostomy. At 72 hours following the procedure, the patient sustained another nstemi and stent thrombosis was noted. Angioplasty was performed with a 2.5 balloon with no residual thrombus noted. It was reported that the patient discontinued clopidogrel 2 weeks prior to surgery and discontinued aspirin one week prior to surgery. Additional information has been requested, but not received.